Event description:
Customer reported that she had unexplained high and low blood glucose. Customer went to the emergency room and was hospitalized a few times since summer of 2013. Customer's blood glucose readings at the time of the emergency room visits ware from 14 to over 600 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.